Event description:
It was reported that the 5.0 mm wedge titanium anchor was not properly sealed.

Manufacturer narrative:
Alleged failure: it has been observed that the 5.0 mm wedge titanium anchor is not properly sealed. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the 5.0 mm wedge titanium anchor was not properly sealed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.